Manufacturer narrative:
D9: date returned to mfg.: 2/14/2025 d3: correction h3 and h6. Codes: updated. Device evaluation: the customer reported issue was verified by power up test. The problem was caused by defective mainboard. The mainboard was replaced to correct the issue and is awaiting testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had primary audible/acu watchdog failures. The event occurred during pretest. There was no patient involvement, and no patient harm/adverse event reported.